Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported the physician perform an uneventful novasure endometrial ablation on (B)(6) 2017 and the patient was discharge home. Sometime post procedure the patient returned to the clinic complaining of cramping and pain. The physician "dilated her cervix to view the cavity. She found fluid that had pooled at the cervix and drained it. The fluid was serosanguinous. Dr. (B)(6) believes it was part of the novasure fluid that got trapped and was unable to drain out during the procedure. Patient is going fine and was sent home". On (B)(6) 2017, it was reported the patient had "no symptoms of infection were noted. No cervical perforation".